Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had started eroding through the patient's skin. The patient was admitted to the hospital and a cita procedure was performed, where the device pocket was opened and wound debridement was done. For the procedure, the ICD was disconnected from the implanted right ventricular (rv) lead. After the diseased tissue was removed from the pocket, the ICD was reconnected to the rv lead. Lead values were consistent with measurements taken before the procedure, except for the shock impedance measurement, which was significantly higher at 105 ohms. Fluoroscopy showed the terminal pin was not fully inserted into the device header. The device was removed again and the lead was tested on the pacing system analyzer (psa), confirming acceptable measurements. The device was connected again, but this time the pacing impedance was high, out-of-range at greater than 3000 ohms and the shock impedance was also out-of-range, at greater than 200 ohms. The device header was examined, but nothing was visualized that could be causing the problem, and the physician tried several more times to properly connect the rv lead and obtain in-range values. After an hour, the physician decided to use a new device, which produced rv lead measurements that were all within normal range. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, high powered visual inspection of the lead barrel noted that the rvc coil had become dislodged and was pushed into the rv tip area of the rv tip terminal block. Analysis determined the spring electrode became dislocated during attempts to re-insert the lead after it was disconnected, resulting in the inability to fully insert the terminal pin of the lead, and the observed out-of-range lead measurements.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had started eroding through the patient's skin. The patient was admitted to the hospital and a cita procedure was performed, where the device pocket was opened and wound debridement was done. For the procedure, the ICD was disconnected from the implanted right ventricular (rv) lead. After the diseased tissue was removed from the pocket, the ICD was reconnected to the rv lead. Lead values were consistent with measurements taken before the procedure, except for the shock impedance measurement, which was significantly higher at 105 ohms. Fluoroscopy showed the terminal pin was not fully inserted into the device header. The device was removed again and the lead was tested on the pacing system analyzer (psa), confirming acceptable measurements. The device was connected again, but this time the pacing impedance was high, out-of-range at greater than 3000 ohms and the shock impedance was also out-of-range, at greater than 200 ohms. The device header was examined, but nothing was visualized that could be causing the problem, and the physician tried several more times to properly connect the rv lead and obtain in-range values. After an hour, the physician decided to use a new device, which produced rv lead measurements that were all within normal range. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.